Event description:
It was reported that during a da vinci s hysterectomy procedure, the site experienced a green image in both the left and right eye image when the camera cable was moved. The surgeon decided to convert to open surgical techniques to complete the planned procedure due to the camera cable issue and due to having found adhesions within the patient. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate the customer reported problem, however, the vision issue experienced by the customer was likely associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.